Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic with non-sustained rv oversensing episodes due to oversensing of low amplitude noise, consistent with myopotentials. Programming changes were made. Device remains implanted.